Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the device was explanted prophylactically following the advisory notification for premature battery depletion by patient request. The device has not yet reached eri and the device functioned normally.